Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced three (3) cuvettes and wash probes, using customer's parts, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer had broken cuvettes and broken wash tower probes. Customer indicated two (2) broken cuvettes and a broken wash tower rinse/vacuum probe. Liquid was leaking from the cuvettes into and below the reaction carousel. No injury or operator exposure was reported for this event.